Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump stopped working and got critical pump error. The customer reported that insulin pump did not stop alarming even after removing the battery. Customer reports they received the open book image on the insulin pump screen. The customer was assisted in troubleshooting. No harm requiring medical intervention was reported. The device will not be returned for analysis.